Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: air leakage occurring at the video connector; water leakage at the video connector; image defects (color bars) were observed; corrosion on the scope mount; and the video connector was cracked. Based on the results of the investigation, it is likely that the following led to the malfunction: since the video connector was cracked, it is presumed that the watertightness of the video connector was no longer maintained and moisture entered the video connector, resulting in flooding of the video connector as indicated. The fact that the video connector was flooded indicates that the internal charge coupled device may have failed. Therefore, it is assumed that normal communication was not possible, resulting in the image defects indicated. The corrosion on the scope mount was newly confirmed during the equipment inspection at the repair department. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the occurrence. Since the device is more than 15 years old, the device history record was unable to be reviewed. This issue is addressed in the instructions for use (IFU): the following is described in the "precautions" section in the instruction manual "for safe use _handling and general precautions". Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor the field performance of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had air leakage at the connector section. There was no patient involvement.